Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "down" key has intermittent response to presses. The keypad was intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast" ,"up", "down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. When the old screen was removed and replaced with a new test screen, the contrast returned to normal.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button required hard button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with water and mild soap. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.